Event description:
It was reported by svc report that the left siderail does not latch and sharp edges are exposed on a damaged side brake pedal. No pt involvement or adverse consequences are reported.